Manufacturer narrative:
Response to medwatch report (mw5033717). Device has not been returned for evaluation. Hospital described the event as user error. The lid of the canister has the following words molded into it, by the correct ports: "patient" and 'vacuum source" to indicate where to connect the tubes. The instruction sheet states: "on the stem model an appropriate length of hose can be connected between the suction control equipment outlet and stem connection on the lid." It then shows pictures of the connection. It also states: "after completing one of the set-up methods, attach an appropriate tubing/catheter from the collection unit patient tubing elbow to the patient." It seems that when hospital staff was checking on the patient, someone would have noticed that nothing was being collected in the collection container before one or two days.

Event description:
It was reported: user error - the nurse connected the suction wrong. Approximately a day or two later (unknown), it was found and was connected correctly. A chest x-ray was done which indicated that the patient would need to be connected to the suction a little longer.